Event description:
While completing a resection of the low anterior colon tissue, the stapler failed to fire appropriately. This left the colon open and a small amount of gross spillage into the pelvis occurred. The open bowel was clamped to prevent add'l spillage. Gross spillage was suctioned and the pelvis irrigated with bacitracin and saline. Another stapler was used and the pt suffered no add'l problems related to equipment malfunction.